Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown ingenio device reverted to safety mode. The health care professional (hcp) did not have the model and serial number of the device available as they called after the patient was interrogated. A boston scientific representative will be present at any future replacement procedure and will provide device details afterwards. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this unknown ingenio device reverted to safety mode. As the patient is pacing dependent, emergent replacement was recommended and scheduled for the next day, 01-dec. The health care professional (hcp) did not have the model and serial number of the device available as they called after the patient was interrogated. A boston scientific representative will be present at the replacement procedure and will provide device details afterwards. No adverse patient effects were reported. Additional information received indicates the local area boston scientific representative was not present for the replacement procedure. Since boston scientific was not present to support the procedure (which the clinic performed on their own), the local area representative had no further information about the device, and the device was not sent back for return. If pertinent information is provided in the future, a supplemental report will be submitted.